Event description:
The device was used during a laparoscopic ovarian procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure and was able to retrieve the component without pt injury.